Event description:
During an incident in 1999, involving a male patient with CPR in progress, this defibrillator would not turn on. The crew changed batteries which took about 5-7 minutes. The on button was pressured and the unit powered up, but the display screen stayed black. The patient was pronounced at a hospital. The unit had passed its morning check.

Manufacturer narrative:
The returned defibrillator was testing using a known good power source and proper operation for patient treatment was verified. An internal inpsection of the keypad and connections was performed without fault. The batteries used at the scene were not returned for this evaluation. Low capacity batteries could cause the reported problems. The hs3000ats operating instructions contain life and maintenance instructions for the hs batteries. The customer was sent a letter explaining our evaluation. Recommending they suspect their batteries and charging equipment as a possible cause for this reported problem and that they should refer to the hs3000ats operating instructions for battery maintenance information.